Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl at the time of incident and the current blood glucose level was 66 mg/dl. The patient was treated with food. Customer also stated that they treated with the 50 grams of carbs and now she is at 66 carb units. The customer declined troubleshoot low blood glucose. The insulin pump will be returned for analysis.